Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after not using pump for approximately one year, pump wake button would not turn pump on unless plugged into a power source. There was no reported impact to customer's blood glucose. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.